Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and gastroparesis. The customer's blood glucose value was 142 mg/dl. Customer reported that they wanted the pump to be on auto mode since the auto mode feature was turned off ans also reported that they got out of the hospital last week and was doing okay now. The devices will not be returned for analysis.